Event description:
It was reported that the negative pressure pump stopped working after approximately 10-20 minutes of use. One hundred fifty cc of collected blood needed to be discarded. A back-up device was used. There was no pre-donated blood required for reinfusion and there was no patient/user injury reported.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation.